Event description:
It was reported that an ilet user experienced rising blood glucose to 313 mg/dl in the setting of two insulin occlusion alerts during a supply change, observed air in the tubing, attempted to reposition a contact detach infusion set adhesive, and noted insulin expelling from the needle; glucose decreased to 209 mg/dl after completing the supply change and subsequently returned to range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding the device problem and device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.